Manufacturer narrative:
One portex® sacett¿ endotracheal tube was returned for analysis in used condition. No visual discrepancies were observed upon visual inspection. A syringe was used to inflate the cuff while submerged under water; noting no discrepancies. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. Training records were reviewed with operators have been trained to operation have been performed. A review of 32 samples was inspected and tested; finding no discrepancies. Based on the evidence, the root cause is unknown as the complaint was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that immediately following intubation of a patient with a smiths medical portex® sacett¿ endotracheal tube a leak was noted. It was reported that upon patient exhale a leak came from the tube requiring frequent cuff inflation. Unfortunately the situation could not be remedied and the tube was replaced. There were no reported adverse effects.